Manufacturer narrative:
(B)(4). Upon further review, it was clarified that the cause of the reported condition was determined to be defective force sensing resistors (fsrs). Both fsrs in the pump head module were replaced to fix the reported condition.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a common faillure; this condition had the potential to interrupt delivery. This condition was found in the emergency room. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump with a common failure was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be failure code 38 caused by a malfunction in the tube misloading detection circuitry. The appropriate parts on the pump head were replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.